Manufacturer narrative:
The fse found a hole in the tubing through pinch valve vl61. The fse replaced the tubing to resolve the leak. (B)(4).

Event description:
The customer reported an uncontained fluid leak of approximately twenty (20) ml from the bottom right side of the coulter lh 750 hematology analyzer. The customer was not running patient samples when the leak occurred. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.